Manufacturer narrative:
(B)(4). The reported complaint of the needle bending could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. The returned needles were visually examined with no visual issues found. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on this, the potential cause of this complaint could not be determined based upon the information provided and without the actual sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "after epidural puncture, the needle completely twisted without the operator having to force. The needle was at 90 degrees directly.the patient underwent several punctures instead of one, increasing the risk of breach and injury to the patient and not allowing analgesia. We had to repeat puncture using a different lot#. With success. There was no impact on the patient's treatment and had no impact on the patient because the needle did not break."

Event description:
It was reported that: "after epidural puncture, the needle completely twisted without the operator having to force. The needle was at 90 degrees directly. The patient underwent several punctures instead of one, increasing the risk of breach and injury to the patient and not allowing analgesia. We had to repeat puncture using a different lot#. With success. There was no impact on the patient's treatment and had no impact on the patient because the needle did not break."

Manufacturer narrative:
(B)(4)